Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the hospital for unrelated reasons to his implantable cardioverter defibrillator. Upon interrogation, the atrial lead exhibited noise. No reprogramming was performed. The lead remained implanted. The patient continued to be monitored. No further information could be obtained.